Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation of the liner from the acetabular shell.

Manufacturer narrative:
The patient was revised to address disassociation of the liner from the acetabular shell. Examination of the returned liner confirms the reported liner disassociation. A search of the complaints databases identified no other reports against the liner product/lot code combination. The search and/or review of device history records was not possible against the unknown acetabular cup. Uneven bearing wear is noted on the articulating surface which indicates the femoral head was eccentrically loading the liner. No investigative inputs were provided to customer quality, device positioning cannot be further evaluated. Additionally, research using the as400 system indicates that several pieces from the reported liner lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.